Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing is unlocked and detached; the detached cannula housing and the hub plate are separated. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set cannot be returned for legal and customs issues.